Event description:
It was reported that the patient's right ventricular lead exhibited an unspecified impedance issue. No further information was received.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120734.